Event description:
Customer reported that he was hospitalized due to high blood glucose and dka. Customer stated that a week later that he was released, he had to go to the emergency room due to high blood glucose. Customer blood glucose reading at the time of hospitalization was over 385 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked case at display window corners.